Event description:
The user facility reported that the wire tip broke off in patient while trying to balloon. There was no blood loss. Additional information was received on 18oct2024: the procedure was a splenic thrombectomy. The wire tip was removed from the patient. The patient was stable and there was no harm. The procedure was completed successfully.